Manufacturer narrative:
Updated g3, h6, h11. Correction: remove h7, h9. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that nine days after implantation of an intraocular lens (iol) into the left eye, the patient presented with deposits on anterior lens surface with decline in vision as compared to immediate post op vision. Slit lamp findings were white material on lens surface with 3+ flare. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Culture results were negative. Treatment included intravitreal injections of vancomycin, ceftazidime and dexamethasone. Patient outcome is good, however intervention is ongoing with retina specialist. The following medications were prescribed (for use at home post-operatively): levofloxacin.